Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed assistance on how to set the intensity of their stimulator. Patient said yesterday they had a software problem and someone helped them reset the controller (B)(4), but then they lost their settings. Agent asked, patient clarified when they sleep at night, they can't sleep with the stimulator running so they turn stimulation down to 1.0 or 1 something. However yesterday after the reset, the stimulation wasn't turning down for the nighttime so they just shut stim off so they could get some sleep. Patient mentioned today they had been working with the settings and they had the lying positions fixed to the intensity they wanted, but when they get those set, the upright position goes to that setting also and they don't have stimulation at the level they need. Patient confirmed they were in a sitting or standing upright position during the call. Patient went to the check position screen and said their position was upright and the settings were 1 and 1 which was not where they needed it to be. Agent walked patient through changing the settings to 3 and a half (where patient wanted intensity for upright) on group a. Agent reviewed how long it takes for the position to save and patient confirmed the upright position saved at the new level. Patient went into a lying back position and confirmed the intensity in that position was also at the correct intensity of 1. Patient went back to upright one more time and confirmed upright intensity settings were also still correct. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient reporting their weight at time of event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.